Manufacturer narrative:
Jjpi's evaluation from r and d are as follows. The bone graft thickness between vertebral bodies decreased by at least 4mm. Superior screws have broken at approx 1/3 distance from the head. Sem radiographs indicate no evidence of material defect. Both fracture surfaces have fatigue striations, consistent with a fatigue fracture mode. There is no evidence of materail defect in the screw. As a consequence of graft settling, the bone screws were likely subject to severe loading beyond theri intended usage. Jjpi considers this file closed.

Event description:
Pt had an anterior cervical disectomy. X-ray and post explant revealed that the bone graft thickness between vertebral bodies decreased by more than half leading to collapse and possible contribution to breakage of the screws.